Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively during the implant of the right ventricular (rv) left bundle branch (lbb) lead that, while slitting the catheter, the blade of the slitter separated from the sheath and the rv lbb lead became dislodged. The catheter was attempted/not used and replaced. The rv lbb was reimplanted and remains in use. No patient complications have been reported as a result of this event.